Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer's adc freestyle libre sensor detached prematurely after 2 days of wear. As a result, the customer was unable to monitor his blood glucose and he fell which resulted in him bumping his head on the floor. The customer was unable to self-treat, requiring an unspecified injection and food as treatment by a non-healthcare professional. The customer was taken to the hospital where he was diagnosed with hyperglycemia but there was no report of any further treatment. There was no report of death or permanent impairment associated with this event.